Event description:
On (B)(6) 2012, customer reported that the act diff 2 instrument had one drop of clear fluid on the top of some test tube caps. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Customer cleaned the probe wipe block and the vacuum line. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).